Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be a use error of setting the tidal total ultrafiltration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 21:16:37. During night drain cycle five, the patient's ultrafiltration reading was 1252ml, indicating the patient drained 952ml more than their maximum programmed fill volume of 1500ml. No additional information is available.